Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 3x150 mm armada percutaneous transluminal angioplasty (pta) catheter, the balloon was found to be damaged and leaking. Therefore, the device was not used and there was no patient involvement. A new same size armada pta catheter was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.